Event description:
It was reported by the sales rep that during a laparoscopic cholecystectomy procedure, the device fired a few clips successfully and then would scissor. This would happen a few times, resulting in having to open another device. The second performed ineffectively in the same manner. The clips would not form due to the scissoring effect. There were no patient consequences. Case completed with another device of the same product code. Two devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.